Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 27 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9098951. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It has been reported that the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe has been found damaged during use. The following has been provided by the initial reporter: it was reported that the syringe bag looks resealed,syringes look burnt/used and needle point looks split. Customer feels he may have some kind of infection now. # 1 issue(s): bag looks resealed. #2 issue syringes look burnt/used. #3 issue needle point looks split. Lot #: 9098951. Item #: 320469. Date of event: (B)(6) 2019. This consumer purchased by the 10 packet from shoppers drugmart and has 2 syringes left. He is reviewing the last 2 syringes from this bag and feels they look used or burnt by a lighter. Needle tips are split. Stated he did not use the last 2 syringes but removed the shields to review product. The bag looks like it was resealed. He opened the bag from the middle and read the lot # and item number from the bag. Consumer using for non insulin - IV injection purposes and feels that his arm might have some kind of infection now. Nothing seen by him or doctor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe has been found damaged during use. The following has been provided by the initial reporter: it was reported that the syringe bag looks resealed, syringes look burnt/used and needle point looks split. Customer feels he may have some kind of infection now. # 1 issue(s): bag looks resealed, #2 issue syringes look burnt/used, #3 issue needle point looks split. Lot #: 9098951, item #: 320469, date of event: (B)(6) 2019. This consumer purchased by the 10 packet from shoppers (B)(6) and has 2 syringes left. He is reviewing the last 2 syringes from this bag and feels they look used or burnt by a lighter. Needle tips are split. Stated he did not use the last 2 syringes but removed the shields to review product. The bag looks like it was resealed. He opened the bag from the middle and read the lot # and item number from the bag. Consumer using for non insulin - IV injection purposes and feels that his arm might have some kind of infection now. Nothing seen by him or doctor.